Event description:
The customer reported that line artifact on the image.

Manufacturer narrative:
Gender info was not provided. (B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).